Event description:
It was reported that it was difficult to defalte the catheter on the 2nd day of placement. Eventually the guidewire was inserted into the inflation valve,burst the balloon and the catheter was removed.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Received only catheter without the inflation funnel part was not returned. Sample was evaluated and inflation eye met internal specification. Due to poor sample condition the complete investigation cannot be performed. Potential root cause for this failure mode could be due to deformed inflation eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use ¿ used for failure to infuse (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ¿ used for device breakage patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: general used if there is no specific defect (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to defalte the catheter on the 2nd day of placement. Eventually the guidewire was inserted into the inflation valve,burst the balloon and the catheter was removed.